Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, the endoscope's picture was off center. The product was not changed out. There was no delay in beginning or continuing the surgical procedure. There was no pt injury. The surgery was completed successfully.